Event description:
It was reported that the user disconnected the ilet infusion set to change it, then forgot to reconnect before leaving, and later received guidance to reconnect as soon as possible. Symptoms included no reported adverse clinical effects. Outcomes included no change in activities of daily living and no need for medical intervention. Investigation included user counseling on proper reconnection and use of backup blood glucose monitoring when a meter is unavailable. Investigation of this case revealed user handling error resulting in an infusion not performed due to the set not being reconnected, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.